Manufacturer narrative:
Silicone ultraviolet-absorbing posterior chamber single piece foldable intraocular lens (elastic®) with toric optic. (B)(4). Evaluation codes: method - lens work order search. Results - visual inspection of the returned product found the optic and haptic torn. There was evidence of clear surgical residue on product. A lens work order search was performed and no similar complaint was found. Conclusions - no conclusion can be drawn: based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).

Event description:
The reporter stated the surgeon inserted a (B)(4) silicone single piece lens with toric optic into the patient's left eye. After lens insertion, the physician used a ocular response analyzer instrument. The physician changed his mind and decided to remove the lens and implant another staar toric lens, with different diopter size. There was no patient injury. The cause of this incident is unknown.

Manufacturer narrative:
Correction on the name of the ora (ocular response analyzer) system used as mentioned in the initial medwatch report. The correct name of the ora system used in this incident is optiwave refractive analysis. Method: medical review. Results: medical review: os: reportedly iol (single-piece silicone with toric optic) was removed intraoperatively and exchanged for another iol, of the same model but different power, to address surgeon`s decision presumably to prevent residual refractive error. No reported problem with the lens. It should be noted that ora (optiwave refractive analysis) system was used after lens insertion and surgeon decided to change the power. This is off-label use since this system should be used to obtain line of sight aphakic calculations to calculate iol power and determine cylindrical magnitude and axis. Given all this information the most likely cause of the event was procedure related factor (pre-op miscalculation) and was not device related in origin. Conclusions: based on the complaint history, work order search, medical review and the evaluation of the returned product, a specific root cause of this event could not be determined. (B)(4).

Manufacturer narrative:
Evaluation method: device history record review. Evaluation results: device history record review - based on the DHR review, the manufacturing and packaging processes were performed according to procedure and no findings or deviations were reported. As concluded on the medical review, the most likely cause of the iol to be explanted is a procedure related factor and not device related. (B)(4).